Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: multiple low battery warnings were observed in the alarm history data; the frequency of low battery warnings as observed in the alarm history data was not duplicated. The pump powered on with the returned battery cap, which was able to fully tighten to the pump. Evaluation revealed that the pump drew electrical current within the specifications. The pump case was removed and no evidence of moisture ingress or loose internal components was observed. Unrelated to this complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.